Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 100% stenosed, totally occluded de-novo lesion located in the left superficial femoral artery (sfa). It is unknown if the anatomy was tortuous or calcified. Vascular access was obtained through the right femoral artery. This 2mmx40mmx145cm sterling balloon catheter was used to pre-dilate the lesion. The balloon ruptured on the first inflation at 8atms after being inflated for approximately 30 seconds. The device was removed from the patient intact. Pre-dilation was completed with a different device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)